Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 3.5x46mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion contained >45 and <90 degrees bend. Following pre-dilation with a 3.5x15mm balloon, a 3.50 x 48mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and after removal, the distal stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient status was stable.